Event description:
It was reported that after an electrical storm, the transmitter would not boot up. The power adapter exhibited charring on the green strips. A replacement was requested.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.